Event description:
It was reported that the patients ipg was nonfunctional due to not holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned due to facility policy.

Manufacturer narrative:
Date of event: exact date unknown, event occurred two years ago from the date manufacturer became aware of the event.